Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient fell. Patient came to surgery [revision right hip], mdm 42 head was off the competitor 28 +12 revision head. Mdm head was in patient's soft tissue. Head and liner removed, trialed to see what new mdm construct would be stable. Doctor decided to remove cup and screws to put more version into a new cup. Put in new 60 titanium cup, screws, and mdm liner, used a competitor head with mdm head which is off label. Construct was stable". Update 18/july/2019: mdm head came out of liner. Yes the liner was fixed at time of revision. Patient fell and they tried to do a closed reduction to put construct back into acetabular shell.